Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. Prior being admitted, the customer had been vomiting. During the call, the customer reported a no delivery alarm. Found that the customer received the wrong cannula length on her previous order. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.